Manufacturer narrative:
Follow up # 2/supplemental report text- 3/16/2011: the lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 (03/04/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to feeling/normal result(s). The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the first week of (B)(6) 2010 prior to contacting lfs. The patient reported obtaining alleged high readings up in the "200s mg/dl" with the subject meter. The patient claimed he manages his diabetes with insulin. On (B)(6) 2011, the patient claimed he had breakfast and administered 40 units of insulin (type unknown) as usual. Approximately 3 hours after the alleged issue began, the patient claimed he was not feeling good, woozy, and sweaty. In response to his symptoms, the patient indicated he treated himself with orange juice and candy. At the time of the alleged issue, the patient denied testing on any other blood glucose meter. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly. The patient stated that the patient did not have the control solution to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate high readings on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.